Event description:
It was reported that "during the correct placement of the "seldinger artery", initially the placement was difficult, but then it was without any problems. After connection, no arterial pressure curve measurable and aspiration of air instead of blood. The inspection of the puncture site indicates a separation/ detachment of the "red suture wings" from the white plastic tube. This lies converted intra-arterially. The vessel must be surgically opened and the catheter part removed. This is successful. The removed parts showed no signs of external impact." It was reported the issue was noticed about 3-5 minutes after placement, when the artery was connected and no pressure curve could be derived. "The patient's condition is fine. The surgical wound on the left forearm caused by the recovery of the catheter is healing well." It was reported a new catheter was placed on the other side without any further problems.

Manufacturer narrative:
Qn#(B)(4). The customer returned one arterial catheter for analysis. Signs of use in the form of biological material were observed. Visual analysis revealed that the catheter body had become separated from the juncture hub. Microscopic examination revealed that no portion of the catheter body was left molded inside the juncture hub. Analysis of the proximal end of the catheter body revealed that the edges were smooth and uniform. To accurately perform dimensional analysis, the separated portion of the catheter body was inserted back into the juncture hub. Once inserted, the length from the juncture hub to the distal tip measured 93mm, which is not within the specification limits of 82mm-86mm per the catheter product drawing. This indicates that the proper length of catheter body was not inserted into the juncture hub during the molding process. The catheter body outer diameter measured 1.06mm, which is within the specification limits of 1.04mm-1.09mm per the catheter extrusion product drawing. The catheter body inner diameter at the proximal end measured 0.7112mm, which is within the specification limits of 0.69mm-0.74mm per the catheter extrusion product drawing. The sample was sent to the manufacturing facility for additional analysis. It has been confirmed that the separation is a manufacturing defect. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit, informs the user, "do not use excessive force in removing catheter. If resistance is met on removal, stop and follow institutional policies and procedures for difficult to remove catheters". The report of a separated arterial catheter was confirmed through complaint investigation. Visual analysis revealed that the catheter body had completely separated from the juncture hub. No portion of the catheter extrusion was left inside the juncture hub. Additionally, when inserted back into the juncture hub, the catheter length measured outside the specification limits. This in combination with the report from the manufacturer confirms this likely occurred during manufacturing. Despite the observed damage, a device history record review did not reveal any relevant findings. Based on the customer report, the sample received, and the comments from manufacturing, the root cause of this issue likely occurred during the manufacturing process. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "during the correct placement of the "seldinger artery", initially the placement was difficult, but then it was without any problems. After connection, no arterial pressure curve measurable and aspiration of air instead of blood. The inspection of the puncture site indicates a separation/ detachment of the "red suture wings" from the white plastic tube. This lies converted intra-arterially. The vessel must be surgically opened and the catheter part removed. This is successful. The removed parts showed no signs of external impact." It was reported the issue was noticed about 3-5 minutes after placement, when the artery was connected and no pressure curve could be derived. "The patient's condition is fine. The surgical wound on the left forearm caused by the recovery of the catheter is healing well." It was reported a new catheter was placed on the other side without any further problems.